Manufacturer narrative:
(B)(4). Added additional information the device was returned in good physical condition. The device was tested on generator and was functional. The cutting of test media performed as expected. The instrument was disassembled and no thermal issues were noted. If the grip assist and/or wrench are not used to properly tighten the fcs9 to hpblue, there could be a heat effect at the threaded stud to instrument interface. This was not noted during analysis. It could not be determined what may have caused the incident reported. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The instructions for use warn: blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. To avoid user or patient injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the patient, drapes, or flammable materials while not in use. During and following activation in tissue, the instrument blade and clamp arm may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times. Incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure, and should be avoided. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad and increased blade, clamp arm and distal shaft temperatures.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a thyroidectomy procedure the surgeon was using the shear and completed the procedure with no issues. In recovery the nurse noticed a skin burn at the incision site; they do not know the degree of burn at this time. They applied pvn topical antibiotics on the area. The status of the patient at this time is not known. The device is available to return for analysis.